Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. Review of the log files revealed that the batteries discharged as expected when in use and no alarms were logged within the analyzed period. As a result, the reported critical battery alarm and power consumption issue events could not be confirmed. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(6) / model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2016 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 31-dec-2015 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(6) / model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2016 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 31-dec-2015 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(6) / model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 31-mar-2016 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(6) / model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2016 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 31-aug-2015 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an additional four batteries were possibly draining at the same time and experiencing a critical battery alarm.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries were not returned for evaluation. Review of log files pertaining to (B)(4) did not reveal any anomalies; the batteries discharged as expected with no alarms logged during the analyzed period. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause for the reported power consumption issue can be attributed, but not limited to, soldering or welding defects. Other devices involved: battery / serial #: (B)(4) / model # 1650 / UDI: (B)(4). Mfg. Date: 2015-12-31. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were draining at the same time and that one of the two batteries had a critical battery alarm. The batteries remain in use. No patient complications have been reported as a result of this event.